Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.5 when additional reportable information becomes available. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the patient experienced uncontrolled intraocular pressure (iop) and fibrillization of the bleb occurred. Additional information was requested.